Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient developed inflammation and swelling that extended down the whole arm and to the fingers. She applied a bandage over the whole arm and fingers to help compress the swelling. Prior to sensor insertion the area was prepped with alcohol. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, the patient called initially to inquire on alternate sensor site placement. On the (B)(6) 2024, the patient indicated there was no skin reaction or allegation against the cgm. It was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-168624 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.